Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had worsening hemolysis and was hospitalized for hemolysis in (B)(6) 2012. Pt was put on medication at the time due to right ventricular failure. The pt had previous history of atrial fibrillation, but was currently in a normal sinus rhythm. The pt was off anticoagulation for two weeks due to a gi bleed. During july readmission, the pt did receive thrombolytics. An echo showed aortic valve closed, and the pump's rpms were decreased due to inflow cannula showing some evidence of flow obstruction. On (B)(6) 2012, the pt had a repeat echo and cardiac cath. The pt had not improvement in hemolysis and a pump exchange was completed on (B)(6) 2012.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.